Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with no display and shut down during a procedure. Surgery was completed with another system. There was no patient harm.

Manufacturer narrative:
The customer reported that the system shut down and had no display on the screen during surgery. The customer then switched over to another system to complete the case. The company service representative examined the system and confirmed the problem reported. The company service representative replaced the host central processing unit (cpu) to resolve the issue. Unrelated to the reported event, the sub arm assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on august 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming host central processing unit (cpu). (B)(4).